Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the liquid crystal display was not working and the bail cover was missing, the display was out of specification in an electrical manner, it had segments missing. It was further noted that the lower case was broken, the ring cover missing, the battery contacts compressed, one side bail and the ring were missing, the battery drawer latch was worn and the battery flex was damaged (torn flex). All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator's lower screen was not working and the bail cover was missing. The generator was returned for service. There was no patient involvement.-